Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last bolus was delivered on (B)(4) 2013 at 11:49 pm, the final basal delivery occurred at 5:53 am on (B)(4) 2013. The meter history was reviewed and showed the last record occurred on (B)(4) 2013 at 11:26 am indicated a blood glucose of 448 mg/dl. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump alarm history indicated an empty cartridge occurred (B)(4) 2013 at 4:26 am; a pump rewind, load, and prime were completed and the pump delivery was resumed at 4:40 am. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. The pump was found to be operating within specifications and delivering accurately during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas indicating that the patient had passed away. She stated that she had a bunch of his pump supplies and wanted to know who to give them to. The reporter indicated that the patient passed away at home on (B)(6) 2013 of heart failure. The reporter indicated that the patient woke up with seizures and the reporter was not able to assist the patient in taking orange juice. The reporter indicated that the pump was suspended and emergency services were contacted. The reporter indicated that when emergency services arrived, the patient's blood glucose was 21 mg/dl, the patient's eyes were rolled back, and the patient was sweating. The reporter stated that the patient's pulse was weak. The reporter indicated that the patient died of heart failure with a low blood glucose, and insulin coma. The reporter also indicated the patient has multiple other medical problems including kidney transplant in 2000, hypertension, glaucoma, neuropathy, diabetic retinopathy. The reporter indicated that it was not known why the patient's blood glucose was low. However, she did indicate that sometimes the patient would bolus too much or not enough when he would eat. During a follow up with the reporter, the reporter indicated that the previous night, the patient was eating and had drank a couple beers with friends. The reporter indicated that it was unknown how much the patient bolused. The reporter was unsure if there was any implication of the pump in the event. This report is made because use of the pump could not be ruled out as a cause or contributor to the patient's demise.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.